Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said that for the last 2 weeks they have been having an extreme amount of constipation. Patient also mentioned that they took a bad fall and hit their tailbone and shoulder and wondered if they did something to the stimulator. During the call, the patient was able to connect to their settings and change programs. Patient increased the stimulation to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the patient said they have a thin body frame and when they fell, they fell backwards real bad and said can see the wire going across their back. Patient said that after their call to pats, they spoke to the local mdt representative, sometime afterwards. Patient said that they are on a different setting and current update is that the therapy seems to be working. Patient said is also going to therapy for pelvic floor and that seems to be helping. Patient said that has a follow up appointment at healthcare provider(hcp)'s office on (B)(6) and afterwards will send in response to the letter. On (B)(6) 2025, the patient stated the effects of the fall on the implant was unknown that they will be seeing the hcp that did the implant.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2tu32, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 25-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the falls effect on the implant was determined. The patient stated some wires were moved in the center of their back, may need to have surgery to rebury. Right now it is working fine.